Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the promus element, mr, ous 2.50 x 24mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found that there was a hypotube shaft break at 274mm and also some kinks were visible along catheter length. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. A midshaft kink 2.5cm from the bi-component weld was also noted. There was also slight tip damage. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-may-2016. It was reported that crossing difficulties were encountered. The (B)(4) stenosed, 23 x 2.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descend artery. A 2.50 x 24mm promus element(tm) drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.